Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during myomectomy, the jaws of the device were sticking with the tissue. Another device was used to complete the procedure. There was no tissue damage. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found the device's knife blade was trapped and the blade was exposed on the side of the jaw. It was reported that tissue was sticking. A device-related causal link could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean, build-up of eschar may reduce sealing and/or cutting effectiveness, wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.